Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the optic circulator cable fiber to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the optic circulator cable fiber has not yet been received by isi for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, an intuitive surgical, inc. (Isi) technical service engineer (tse) was contacted due to the connector on the back of the patient side cart (psc) where the blue fiber cable plugs in was loose and would not retain the cable, causing it to fall out if bumped or moved. The customer had taped the fiber cable in place as a temporary measure. The procedure was completing as planned with no reported injury. Isi contacted the reporter and obtained the following information: the same psc was used to perform the procedure without complications. The field service engineer fixed the psc and restored the blue fiber optic cable.